Event description:
Ff/emt's responded to a person in cardiac arrest. The device was connected to the patient with defib electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the patient's rhythm. A backup device was called for and immediately used. Patient outcome is unknown.